Manufacturer narrative:
Citation: ferrari et al. One-year outcome of patients undergoing transcatheter aortic valve replacement with concomitant significant tricuspid regurgitation. J cardiovasc dev dis. 2025 may 14;12(5):184. Doi: 10.3390/jcdd12050184. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding one-year outcome of patients undergoing transcatheter aortic valve replacement (tavr) with concomitant significant tricuspid regurgitation.  The study population included 345 patients who were predominantly male with a mean age of 82.6 years old.  Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included corevalve (n=70), evolut r (n=141), or evolut pro (n=2) bioprosthetic valves.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, clinical observations included: severe tricuspid regurgitation, aortic valve embolization, major bleeding or vascular complication, coronary occlusion, arrhythmia requiring permanent pacemaker implant, renal failure, stroke, multiple organ failure, myocardial infarction, cardiac tamponade, cardiogenic shock, aortic root rupture, congestive heart failure requiring hospitalization, sepsis, pulmonary embolism, cardiac arrest, pneumonia, elevated peak gradients (16.5 mmhg), and hypertension.  No further information was provided pertaining to medtronic products.